Event description:
A nurse received a needle stick after giving a pt a shot. The user reports that the needle came out of the needle hub and had to be removed from the pt. The nurse was allegedly stuck with the "hub end" of the needle. No treatment to nurse reported.